Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reported malfunction documented in b5: the additional evaluation findings are as follows: b30 error code was displayed due to contact failure of the connector, there was a lamp failure, there was front panel lighting failure due to system failure and e216 error code was displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the light source had occasional errors e216, b30 and current error e103. The image could not be found, the image was blurred, and the communication error occurred. The main lamp did not light but the backup lamp did not work. The issue occurred during a diagnostic procedure (gastroenterostomy). The intended procedure was completed with a similar device. There was no delay, and the patient was not under anesthesia. There was no patient harm associated with the event.